Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00369) on july 11, 2016. September 23, 2016, additional information: siemens healthcare diagnostics inc. (Siemens) has investigated the mislabeling of two glass slides on the advia autoslide system. The analyzer central processing unit (cpu), the analyzer pc, waste pumps, valve 28, and the advia autoslide printer ribbon were replaced and the advia autoslide rinse bottle was relocated on the table. The system performance was monitored for one month and no further slide mislabeling events occurred. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the two glass slides being mislabeled on the advia autoslide system.

Event description:
Two mislabeled glass slides were produced on the advia autoslide system. The first glass slide was labeled with the correct patient name but with the patient sample identification (sid) number for the subsequent glass slide. The subsequent glass slide had the correct patient name but no sid number. No incorrect results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the two glass slides being mislabeled by the advia autoslide system.